Event description:
The customer reported that the device rebooted when the charge button was pressed. The device was in use on a pt at the time of the event. There was no pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.